Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the blood glucose data showed blood glucose values with dates going into the future. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump histories were reviewed and show the pump was in use from (B)(6) 2013; no data outside of those dates was observed in the pump histories. Blood glucose (bg) values were downloaded using ezmanager max version 2.0.14. The bg data runs from (B)(6) 2012 to (B)(6) 2013; all of the bg data from outside (B)(6) 2013 was labeled as coming from the meter not the pump. The meter was not returned for investigation. During testing, a timekeeping accuracy test was performed and showed that the pump was keeping time accurately. The original complaint of the inaccurate recording of blood glucose values in the pump was not duplicated during investigation.